Event description:
It was observed, during the device inspection. That the gastrointestinal videoscope lens had a foreign object. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely that foreign material adhering to the hood on the distal end hood may have contaminated the objective lens when it was attached to the endoscope and secured in place. The reported foreign material could not be identified, and a definitive root cause could not be established. The event can be detected/prevented by following the instructions for use (IFU) which state: labeling inspection method for the suggested event is described in the reprocessing manual ¿chapter 5 reprocessing the endoscope (and related reprocessing accessories), 5.5 manually cleaning the endoscope and accessories, clean the external surface¿. Olympus will continue to monitor field performance for this device.